Manufacturer narrative:
Upon further review it was found that this medwatch report was inadvertently submitted. The issue is related to and was already reported on MFR report number 2518422-2025-011937.

Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had a blower that was turning on and off. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a blower that was turning on and off. The biomedical engineer reported that the gas delivery system (gds) was bad and would need to be replaced. This investigation is ongoing.